Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover was heavily damaged thereby causing the system to be unable to dock. The x-stage cover was then replaced. The imaging system then passed motion calibration and system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system event having occurred outside of procedure. It was reported that the system was not properly docking and in attempts to dock the system the x-stage cover was damaged. No patient present.